Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that the implantable pulse generator (ipg) was not working well and the patient was in an emergency situation. Follow up attempts were made but no further information was received. The device remains in use. No further patient complications have been reported as a result of this event.